Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient required surgical intervention to treat the condition. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted. A manufacturing non-conformance was not identified. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the underlying valvular disease pathology. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve, implanted for 1 year and 5 months, underwent a valve-in-valve procedure due to critical stenosis secondary to thrombosis with acute congestive heart failure. The patient was initially planned for mitral valve replacement surgery; however, given prohibitive operative risk this was deferred. A 29mm transcatheter valve was implanted successfully. The patient was discharged in stable condition.